Event description:
Healthcare professional reported valve was removed due to paravalvular leak. Information from the surgeon indicated the paravalvular leak seen on echo and at explant was due to a tear in one leaflet that appeared to have been made from an instrument and a pledgetted suture that tore through the annulus.